Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that the home patient (hp) was having connection issues with the transfer set and the cassette. The caregiver (cg) reported that the cassette and transfer set would not lock together; they just kept clicking and then turning. There was no adverse event indicated at the time of the report. No additional information is available. This is report 1 of 2 for this event.